Event description:
It was reported the trial procedure was abandoned. The physician was unable to advance the needle more than 2 contacts into the epidural space. In addition, the patient experienced a wet tap, however; no blood patch was used and the patient was asymptomatic.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.